Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a trial procedure. It was reported the patient lost stimulation due to his wife accidentally cutting the lead. As a result, the lead was removed.